Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the patient allegedly experienced an itchy throat and mouth. It was further reported that there is no information regarding the additional intervention nor medications prescribed to treat the itchy throat and mouth. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and based on the review, the issue was with the bd posiflush prefilled syringe and not the hickman catheter; therefore, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the patient allegedly experienced an itchy throat and mouth. It was further reported that there is no information regarding the additional intervention nor medications prescribed to treat the itchy throat and mouth. There was no reported patient injury.